Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03 may 2026, it was reported by a sales representative via email that a syndesmosis ar-8973-25, drill bit 2.5mm from the fibulock instrument tray ols-fibulock-in was bent and unable to be used. This occurred on 01 may 2026 during a fibular nail using fibulock procedure. The case was completed successfully using another drill on the set. There was case involvement.